Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s father reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer states had a crack and 40% of the screen was blank. Troubleshooting was performed for damage and noticed the screen of the pump screen was blank and there was a crack on the screen. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with partial display due to cracked lcd glass. No blank display noted. The device was received with corroded battery tube and cracked lcd window.